Event description:
The customer reported that there is a speaker malfunction error on the x3 and no sound coming from the monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The speaker was found to be defective. To resolve the reported issue, the speaker was replaced. The device meets the specification for the performed service and remained in use at the customer's facility.

Manufacturer narrative:
Reporter's phone # (B)(6).